Event description:
A healthcare professional reported that a patient was injected with skinvive¿ by juvéderm® post injection the product was hardening and nodules were in their lips and cheeks. The patient also reported uti the day after being injected with skinvive¿ by juvéderm® the hcp prescribed the patient antibiotics for 7-10 days.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "uti", deemed not device related is considered an unexpected adverse drug experience.